Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer changed the cartridge and infusion set, and the occlusion alarms continued. Troubleshooting with tandem technical support was performed, and the customer was able to successfully load a new cartridge. Customer had elevated blood glucose (bg) levels (338 mg/dl). Customer administered a bolus via syringe to address elevated bg levels.